Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited oversensing of noise. The noise was able to be reproduced with arm movements. A lead conductor issue was suspected. A revision procedure was performed where the lead was surgically abandoned and the cardiac resynchronization therapy defibrillator (crt-d) was explanted. No additional adverse patient effects were reported.